Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) year old male patient had blisters that were open all over his back. Some blisters were covered by the therapy electrode pads, while others were not. The patient's doctor did not prescribe the patient any medication, but did advise the patient to take the lifevest off at times to allow the blisters to dry out. Follow up indicates that the rash/blisters do bleed on occasion, but overall the rash was healing and getting better.

Manufacturer narrative:
Device evaluation. Electrode belt sn (B)(4) was not returned to the manufacturer. There is no indication of a device failure associated with this event. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device, including the blue(tm) defibrillator gel.